Event description:
Hand-trol electrosurgical handpiece: at beginning of case used cut and then went to else coag; no sound made; no smoke noted. Turned coag up and volume; still no sound or burning. Replaced with new hand piece which functioned properly.